Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's active exhalation control module was replaced to address the issue. In addition of the above evaluation, the device's machine flow sensor, muffler assembly, tubing blower chassis, tubing-fio2, tubing-low flow o2 and tubing system pca were replaced due to contamination and software version was upgraded, which was not related to the malfunction/issue.